Event description:
On (B)(6) 2011, the index procedure was performed. A non-abbott stent was implanted to treat the target lesion in the distal right coronary artery (rca). A non-target lesion in the distal left anterior descending artery (lad) was treated with an unknown promus stent. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient presented with unstable angina, but no treatment was reported. On (B)(6) 2012, the patient presented with stable angina. Angiography confirmed in-stent restenosis in the promus stent located in the distal lad, which was treated with a 2.5 x 16 mm promus stent. The mid lad was then treated with a 3.0 x 18 mm promus stent. Thrombosis was noted in the mid lad. Attempts were made to aspirate the thrombus using an aspiration catheter, but were not successful. While attempting to aspirate the thrombus, embolization of the thrombus was noted to apical lad. Dilatation was performed with improvement in the apical thrombus. Post procedure, cardiac enzyme levels were peaked, which suggested that a myocardial infarction occurred. The subject was transferred to cardiac care unit services for chest pain control which was treated with nitroglycerin. On (B)(6) 2012, the event was resolved without residual effects and the subject was discharged on the same day with aspirin and prasugrel. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: taxus, promus (x2). Aspiration catheter: 6fr pronto lp . Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus stents referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.